Manufacturer narrative:
Exact date unknown, event occurred 361 days after the implant procedure.

Event description:
It was reported that the patient underwent an ipg explant procedure for an unknown reason. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.